Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016. Product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the physician reported that the patient was scheduled for a lead revision on (B)(6) 2016 because one of her leads had moved drastically. It was unknown if there was any environmental/external/patient factors that may have led or contributed to the issue. The physician took an x-ray and the rep did not have a copy. The issue occurred during normal use. It was noted that the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.